Manufacturer narrative:
(B)(4) analysis inspected 4 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). 1 of 4 sensors failed for low readings. 3 remaining sensors passed per spec. With accurate readings.

Event description:
Customer reported that the sensors were not functioning properly. Customer reported having a blood glucose level of 50 mg/dl. Customer also reported that the insulin pump went into threshold suspend. Blood glucose level at the time of the call was 125 mg/dl. No further information was provided.